Event description:
It was reported by a customer in the USA that, an 840 ventilator graphic user interface (gui) display was blank. There was no patient involvement.

Manufacturer narrative:
The customer reported to covidien tech support engineer (tse) that they inspected the device, and could not duplicate the reported malfunction. The customer performed the final tests, and reported that the unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).